Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient went to the clinic for routine follow-up and a routine EKG was performed that showed evidence of no n-capture from the right ventricular (rv) lead and the lead also exhibited high thresholds. The physician decided to reprogram the lead to pace rv unipolar with a continuation of bipolar sensing. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.